Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. Blood glucose level was displayed high at the time of the event and patient took correction injection via multiple daily injection (mdi). Patient also received assistance from the mother and got treated with fluids. Patient was found positive for ketones level. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive actioncapa/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-14906), was submitted on 09-oct-2025. However, based on the reassessment and investigation done on 27 jan 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to occlusion issues cannot be detrmined. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR.

Event description:
To date no additional patient or event details have been received.